Manufacturer narrative:
(B)(4). G2: foreign: country: canada. Product was not returned for evaluation; however, a picture was provided. Visual examination of the provided picture identified a screw placed in a plastic package, with bio debris seen between the screw threads and on the screw head. A small piece of dark colored string-like object can be seen protruding from the screw head. There were some signs of material shaved off the rim of the screw head and the shaft. Review of the device history record identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. Based on the provided image, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the acetabular screw had metal shaving present on head of screw. There was no patient impact, no medical/surgical interventions and no surgical delay. There were no contributing factors to the event. Additionally, there was no foreign body retained in the patient. The screw was discarded by the user facility. Attempts have been made, and no further information has been provided.